Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The implant was discarded by the user facility.

Event description:
It was reported by a health professional to a company representative that a remaining piece of a medpor drain was left in the patient. A follow up procedure was conducted in order to remove the portion of the remaining drain.